Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure;solid tone alarm; controller extremely hot to touch.specific component(s) involved: external controller malfunction;solid tone alarm.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; replacement of other component, specify;type: lvad.